Manufacturer narrative:
H3: the catheters were returned and no significant anomalies were identified. Continuation of d10: product ID 8709sc lot# serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2023, product type catheter pr oduct ID 8596sc lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot# , serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2023, product type catheter. Product ID 8596sc, lot#, serial# (B)(6), implanted: (B)(6) 2016, explanted; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: (B)(6) 2012, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(6), ubd: (B)(6) 2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare providers (hcps) regarding a patient receiving gablofen (2000mcg/ml concentration at 100mcg/day) via an implantable pump. The indications for use were unknown. It was reported that there were no patient symptoms. During an end of service pump replacement, the surgeon was unable to aspirate the catheter when connected to the pump. They cut the sutureless connector, but there was no retrograde flow of cerebrospinal fluid (csf). They then opened the spine incision but there was no retrograde flow either. The surgeon then decided to replace the catheter with a new catheter. Once the new catheter was implanted, there was retrograde flow of csf. The catheter was also aspirated successfully once it was connected to the new pump. There were no known environmental factors. A new catheter was implanted and connected to the pump. It was noted that some of the old catheter remained in the patient. It was noted that the hcp had no further information. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was alive with no injury. The issue was resolved.